Event description:
A malfunction was reported on the pump, and no notable events preceded it. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, resolved the issue, and continued using the pump. The customer was advised to call back if the malfunction recurred, and they confirmed their understanding.